Event description:
It was reported "the dermatome handpiece goes on and off during the case. (The surgeon) had to switch to another dermatome to continue with the case. There was no patient injury."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.